Event description:
It was reported that at the end of oct, the catheter was inserted via left subclavian in the operating room. The position of the catheter was checked with x-ray and it seemed the catheter was in the proper position. Approximately one week after the insertion, when high calorie infusion was started, difficulty infusing into the catheter was reported by the nurse. At the catheter insertion site the infusion leaked and the pt complained of pain of the skin, as the skin became swollen. When the lumen was flushed with a syringe, the infusion was ejected from the insertion site. As a result, the catheter was removed and flushed, but both lumens had no issues. The pt's swollen skin was treated with success. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.